Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported it was discovered the device had no audible sound by the field service engineer during telemetry upgrade. No patient involvement.